Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. The representative noted that the customer requested to cancel the case as they were in the process of a service agreement. There was no onsite assessment performed, and the sr was cancelled and closed. The system was serviced onsite after the reported event. The system found to meet all cosmetic and performance standards at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery an ophthalmic operating system exhibits phaco poor/none. It was also reported that sculpt is not working and the physician not able to produce enough power/pressure. Other procedure details and patient impact have not been provided.